Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component codes, device code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: distal tip split longitudinally and liner torn at distal end of the esheath. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The complaints were confirmed based on the evaluation of the provided imagery. Per evaluation of the provided imagery, the esheath distal tip was observed split. Although information received from the field stated the patient's access vessels had mild calcification and mild tortuosity, without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. Therefore, it is possible that one or more patient factors (calcification, tortuosity) and/or procedural factors (altered balloon profile) may have been present during the procedure. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal. Additionally, tortuosity can subject the sheath to suboptimal angles that can lead the delivery system and/or valve to catch onto the tip and potentially leading to the split, especially if compounded with vessel calcification. Furthermore, an altered balloon profile (e.g. Due to an incomplete deflation of the balloon) can interacted with the sheath tip during retrieval, damaging the tip and contributing to the observed distal tip split. However, due to limited information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 ultra resilia, in aortic position by transfemoral approach. During the procedure, no resistance was felt during the insertion and removal of the esheath or delivery system. Upon removal, a distal tip split on the esheath was observed. The patient did not suffer any injury and was in stable condition.